Event description:
The customer reported an issue with the touchscreen of their pump, noting that the screen was frozen and unresponsive to input, preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the problem, technical support provided information for a pump reset, though the screen remained unresponsive. Consequently, technical support decided to replace the pump with a new one, and the customer was instructed on the steps for returning the malfunctioning pump and implementing an alternate form of insulin delivery.